Event description:
The facility reported to customer service an infusion pump with error 570:320:844:0000. The event is reported to have occurred during bio-med testing. The customer reported no injury or medical intervention. No add'l contact info was available. The pump was returned for service. Baxter service found failure code 570:320:844:0000 in event history and determined that it was caused by depleted batteries.

Manufacturer narrative:
Evaluation summary: inspection of the device revealed potentially damaged batteries. Baxter service replaced the batteries. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is currently being investigated under CAPA.